Event description:
Inbound. Pt reports cadd legacy pump alarming no disposable and placed a new cassette on back up pump, normal troubleshooting had been done prior and alarm persisted. Lot# 210927, exp 3/31/2022, the reservoir volume was at 28.3- mls when alarm began. Changing cassette. No further details provided.